Manufacturer narrative:
Device received with a64 alarm during self test due to a faulty y1 on the rf board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were able to clear the alarm. Customer stated that the self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.